Event description:
A technician discovered that the trendelenburg was not functioning on this bed. There were no injuries in this event.

Manufacturer narrative:
The loss of trendelenburg/reverse trendelenburg has the potential to cause serious injury or death. The technician adjusted the trendelenburg engagement switch in order to resolve the problem.